Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq was reading inaccurately high compared to another meter (hospital meter, unknown brand). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2016 at 1p.m. The patient claimed obtaining blood glucose readings of "266 mg/dl" with the subject meter and "42 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages his diabetes with a combination of insulin (lantus and humalog, unspecified doses) and oral medication (metformin, unspecified dose). The patient denied making any changes to his usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported developing symptoms of "sweating, weakness, confusion and double vision" 5 hours after the alleged issue began. The patient reported that he visited the emergency room (ER) on the same day and that his blood glucose was tested with the ER device and results of "42 and 43 mg/dl" were obtained at 5:16p.m and 5:30p.m., respectively. The patient advised that a health care professional (hcp) administered a glucagon injection and that at 6:30p.m., on the same day, his blood glucose was re-tested using the ER device and a reading of "148 mg/dl" was obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. It was also noted by the csr that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for severe hypoglycemia after obtaining the alleged inaccurate high result with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.